Event description:
Customer reported potential false negative urine hcg result vs. Serum quantitative result. Female patient presented to the emergency room with abdominal pain. A urine pregnancy test was performed. Patient's urine sample gave a negative urine hcg result with the sure-vue serum/urine hcg-stat vs. A serum quantitative result of 423 miu/ml with the lab analyzer (roche cobas). The patient's last menstrual period was in (B)(6). The caller indicated that the patient had a ruptured ectopic pregnancy. No further patient information was available.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg cutoff urine/serum control and hcg 100 miu/ml urine/serum control; all results were positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.